Event description:
The customer reported that the system made a popping noise and stopped fluoroing. There is no report of patient injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.